Event description:
Based upon the additional info received on 11/03/2014, this case initially considered as non-serious was upgraded to serious as a serious event of massive synovialitis was added to the case. This unsolicited device case from (B)(6) was received on 10/02/2014 from physician. This case involves an adult male pt of unspecified age who developed massive synovialitis, thick knee and knee effusion while receiving treatment with synvisc one. The pt's past drugs include prior treatment with hylan g-f20, 3 to 4 times. No info provided whether tolerated or not. Concomitant medications include aminoplus gelenk. Concurrent conditions include chondromalacia and patient medical history was not reported. On an unk date, the pt initiated treatment with intra-articular synvisc one injection (batch/lot number, dose, frequency, expiry date was not reported) for gonarthrosis. On an unk dates after administration of synvisc one the pt developed thick knee and knee effusion. On (B)(6) 2014, patient received intra-articular synvisc one injection (dose, frequency, expiration date: not provided, batch/lot number: 002403). The drug was injected before and tolerated well. On (B)(6) 2014, after 1 day of receiving synvisc one injection, pt experienced massive synovialitis. On (B)(6) 2014, the reaction resolved. Action taken: no action taken. Corrective treatment: no corrective treatment was provided for massive synovialitis and punctuation of knee for both events. Outcome: recover for massive synovialitis and unk for both events. A pharmaceutical technical complaint was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: important medical event for massive synovialitis. Reporter's causality: the orthopaedist assessed the causal relationship between the reaction and synvisc one as probable. Additional info was received on 10/16/2014. Global ptc number and ptc results were added. Additional info was received on 11/03/2014 from the physician. A new dosing regiment for synvisc one was added with lot number. Indication of synvisc one was added. An additional event of massive synovialitis and its details were added. Action taken was updated from unk to no action taken. Reporter's causality and seriousness criteria were added. Clinical course was updated and text was amended accordingly.

Manufacturer narrative:
Important medical event. Pharmacovigilance comment: (B)(4) comment dated 11/06/2014: this case involves a male pt of unspecified age who experienced massive synovitis after receiving synvisc one. Since the pt developed synovitis immediately the next day after receiving synvisc one so it could be considered as one of the contributory factors for the event. Very less clinical info is available to exclude the role of synovitis completely. As per the reporting orthopaedist synvisc one could have been the probable reason for massive synovitis. Also, lack of detailed info regarding concomitant medications, underlying medical history, lab tests precludes complete assessment of the case.